Event description:
It was reported that during a ptca/stent procedure, the stent delivery system (sds) was unable to cross the non-calcified, proximal left anterior descending lesion. The lesion was not predilated, (against IFU for this product). This sds was then pulled into the guiding catheter (against IFU), and the stent became separated from the sds in the proximal left anterior descending. A competitor's balloon catheter was advanced into the stent, and inflated slightly, and was then removed from the pt. Two other stents were then successfully deployed. No pt injury was reported. No other info was provided.